Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what was the surgical procedure? What anatomical structure was being fired on with poorly formed staples? Please describe shape of poorly formed staples. How was the stapling issue addressed intraoperatively? How was it determined that the post-operative air leak was coming from the same site? What is the current patient status? The surgical procedure was a vats lobectomy or vats segmentectomy. The anatomical structure on which the stapler was fired was pulmonary parenchyma. I don¿t have a precise description of the poorly formed staples, but from the surgeon description of the event I can intraoperatively the issue was not addressed, the patient¿s stapled tissue was submitted to a pneumatic test, which resulted in no air leak in the or. How was it determined that the post-operative air leak was coming from the same site? I don´t have an answer to this question. The patient was discharged a few days ago, without a long term consequence due to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the last 1/4 part of the staple line was poorly formed, this poorly formed staple line produced air leak in the patient. Increased length of stay.